Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On 23-feb-2022, a spontaneous report from the united states was received from a consumer via telephone regarding a female consumer (age not reported) who was using thermacare neck/shoulder/wrist 8hr heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer topically applied a thermacare neck/shoulder/wrist 8hr heat wrap (lot number and expiration date were not provided) to her arm and chest for an unspecified indication. On an unspecified date, after using the product, the consumer could feel burning. She wore the product for 5 to 8 minutes and she thought that the adhesive had burnt her. The next day she woke up and had bruises where the patches were. No additional information was provided as the reporter declined further participation.